Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 months post implant post implant of this 29mm aortic bioprosthetic valve, a defibrillator was implanted.  The reason for the defibrillator was reported as cardiomyopathy. Subsequently, 7 years, 6 months, that defibrillator was replaced with another defibrillator. The reason for the replacement defibrillator was reported as battery depletion and the health care professional (hcp) stated that it was not related to the valve or implanting procedure. No additional adverse patient effects were reported.